Event description:
The following has been reported: fluids pump with norad had not pr finish alarm and stopped running without notice as a consequence pt. Dropped bp map and met call was initiated. Additional info received from fresenius kabi market unit: "the device provided to us by the hospital was a vp mc (z019792) with sn: (B)(6). They have said that the pump did not alarm when nearing the end of infusion on (B)(6) 2024. From initial inspection I have not found any technical fault with the device. Regarding patient consequence, according to the incident report it was a : " near miss (patient incident or accident avoided)" from our inspection there is no notable signs of physical damage internally or externally and the device passed all quality control tests." Reporting as a conservative measure. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was downloaded locally and provided for analysis. "The device was not returned to (B)(6) for investigation as device check was carried out locally. Device history log was reviewed by our investigator in (B)(6). "Near end of volume" alarm was log then switched to kvo mode. According to provided information, nothing was noticed during both external and internal check and the device passed all tests. We can deduce that the alarms are triggered correctly. As per provided quality control certificate, no dysfunction of the device could be found. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.